Event description:
It was reported that prior to a planned device changeout procedure, an increase in right ventricular capture threshold was observed. The lead was capped and replaced during the changeout procedure. The patient was stable during and post the procedure.

Manufacturer narrative:
.